Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 400mg/dl. At the time of the report, the contact was not with the customer or the pump, therefore no troubleshooting was performed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.